Event description:
It was reported that a patient underwent coronary drug-coated balloon angioplasty and angiography at the circumflex branch. During the procedure one resolute integrity coronary drug eluting stent rod fractured during stent delivery. The procedure was stopped and was switched to drug-coated balloon therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that the stent did not fracture or kink, it was the shaft of the stent delivery system which kinked while passing through the y-valve. The device did not reach the lesion site. The resolute integrity device was inspected before use with no issues noted. The lesion was pre-dilated. There was resistance noted while passing the resolute integrity device through the y-valve but excessive force was not used. The patients current health status was reported to be good. Image review: two images were received for review. The first image shows a shelf carton confirming device size and lot number. The image also shows a kink at the exchange joint between the intermediate and proximal shaft. The second image also shows a kink at the exchange joint between the intermediate and proximal shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.